Event description:
Related manufacturer report number: 2017865-2023-24907 it was reported that the right atrial (ra) lead exhibited low sensing and the right ventricular (rv) lead was dislodged. The ra and rv lead was explanted and replaced. The patient was stable.